Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose of over 400 mg/dl. The customer did experienced the symptoms. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode was not active at the time of high blood glucose event. The insulin pump will not be returned for analysis.